Manufacturer narrative:
Section d10: concomitant products: logic femoral ps cem right sz 4 (cat# 02-010-01-0340 / serial# (B)(6)).

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3 the revision reported was likely the result of prosthesis wear of the tibial insert and patella possibly due to malalignment between the implants, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. The cause of the reported prosthesis wear cannot be determined because the revised components were not returned for evaluation and images/radiographs were not provided. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant products: logic tibia ps mod insrt sz 4 13mm (cat#: 02-012-35-4013 / serial#: (B)(4). Three peg patella 38mm (cat# 200-02-38 / serial#: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately nine years post initial right side tka, the 59 y/o male patient experienced excessive wear of implant components secondary to damage of articular surfaces. Patient had a revision on (B)(6)2021. Per clinical study case report form indicates this event definitely related to devices and definitely not related to procedure.